Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a non-dehp high flow rate extension set had a small crack which led to a medication leak. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed which observed a cut near microbore winged female luer lock adapter. Functional testing was performed including pressure testing and clear passage test which had satisfactory result in clear passage test; however, failed in pressure testing. The reported condition was verified. The most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.